Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2013; 4194 implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient developed a pocket hematoma following the implant of their implantable cardioverter defibrillator (ICD). The pocket was opened and the hematoma was evacuated. The device remains in use. No further patient complications have been reported as a result of this event.